Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03133, 1627487-2023-03132. It was reported that the patient's drg lead was unable to be located with x-rays or ap. Surgical intervention may be pending.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the drg system was explanted.

Event description:
Additional information indicated that the patient experienced ineffective stimulation because the leads migrated. Surgical intervention was undertaken wherein the drg system was explanted.

Manufacturer narrative:
Section b5 corrected since some events details were missing in the previous report.